Manufacturer narrative:
Investigation results: hdt: bad battery in unit and bad measuring cables need to be replaced. Battery/charging issue: no contact or bad contact in the cable (wear or shock) / sheath of a damaged cable (wear or shock). Root cause: defective battery - battery defective (example: low battery life, internal resistance too high).

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that propex ii eur was giving incorrect measurements. No injury occurred.